Event description:
As reported:out of box failure- when customer opens the package, he saw that the tubing that should be connected to the flotrac introducer was broken and wasn´t connected to the introducer.

Manufacturer narrative:
Customer report was confirmed. Pressure tubing was broken off from solvent bond joint with the female connector (attached to zero-stopcock). Broken tubing was bent near the bond joint. Cross surfaces of broken tubing were rough and uneven. The lot number was provided however the device history is pending. Follow up will be submitted. No patient complications were reported, the event was reported before use.